Event description:
Consumer complaint of about blood result reading low. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-140 mg/dl fasting. Verified the strips expire 07/27/2017. Customer confirms the strips are stored properly and that the strips were first opened (B)(6) 2015. Customer performed back to back blood test, 165 mg/dl and 178 mg/dl. Reviewed meter memory: 73 mg/dl (B)(6) 2015 06:30 am fasting: yes; 121 mg/dl (B)(6) 2015 12:09 am fasting: yes; 102 mg/dl (B)(6) 2015 08:00 pm fasting: no; 205 mg/dl (B)(6) 2015 02:07 pm fasting: no; 139 mg/dl (B)(6) 2015 09:30 am fasting: yes. Customer states she compared her gmate to her true track this morning her gmate registered her blood at 125 mg/dl and the true track registered her glucose at 73 mg/dl at 6:30 am (B)(6) 2015. Adverse event no reported.

Manufacturer narrative:
(B)(6). Most likely underlying root cause of malfunction user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about blood result reading low. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-140mg/dl fasting. Verified the strips expire 07/27/2017. Customer confirms the strips are stored properly and that the strips were first opened (B)(6) 2015. Customer performed back to back blood test, 165mg/dl and 178mg/dl. Reviewed meter memory: 73 mg/dl, (B)(6) 2015 06:30:00 am, fasting:yes. 121mg/dl, (B)(6) 2015 12:09:00 am, fasting:yes. 102mg/dl, (B)(6) 2015 08:00:00 pm, fasting:no. 205mg/dl, (B)(6) 2015 02:07:00 pm, fasting:no. 139mg/dl, (B)(6) 2015 09:30:00 am, fasting:yes. Customer states she compared her gmate to her true track this morning her gmate registered her blood at 125mg/dl and the true track registered her glucose at 73mg/dl at 6:30 am (B)(6) 2015. Adverse event no reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).